Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received. E1 - initial reporter phone (with extension): (B)(6). Additional reporter details: (B)(6).

Event description:
An event involved a plum 360 pump reported that the pump failed to detect air bubbles. They tested one of the pumps with a cassette from the same batch in the workshop, but they were unable to reproduce the problem. There have been no fatalities or injuries, but users have expressed concerns. The pumps are in good condition and there was no contamination. The sensors are clean. There were patient involvement and no reported patient harm.